Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).